Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, product type: screening device.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient was annoyed by the placement of the external neurostimulator and that they can feel it on their back. A day after the initial report the patient stated they thought the lead migrated because the stimulation had intensified on the right side and was at the top of the buttocks near lead insertion site. The patient switched to the left side and found a comfortable setting on right side at 2.5 and felt stimulation in the vaginal area. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.